Manufacturer narrative:
One swartz braided introducer was returned to the manufacturer for analysis. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The reported event could not be reproduced.

Event description:
During the atrial fibrillation procedure when a septal puncture was being performed, the ECG showed st elevation. There was an av block so pacing was performed with a non-abbott catheter. An angiography was performed in the right coronary artery and slow blood flow was observed. After twenty minutes the issue was resolved. The physician believed that air entered the chamber.

Event description:
During the atrial fibrillation procedure when a septal puncture was being performed, the ECG showed st elevation. There was an av block so pacing was performed with a non-abbott catheter. An angiography was performed in the right coronary artery and slow blood flow was observed. After twenty minutes the issue was resolved.